Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
During an implant procedure, high pacing impedance was noted on the right ventricular (rv) lead. The right ventricular lead was explanted and replaced to resolve the event.